Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the circuit would not pass the pre-use check. User facility stating there is a cracked cap on the wye. No pt injury reported.